Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that they received an email form the doctor asking a question about the patient. The caller said the patient's name was not included in the email. The physician said the patient is a police officer and they were using a large magnet to retrieve a gun from the river. After that incident the patient reports their symptoms have worsened. The physician indicated in the email that the patient's interstim is scheduled to be replaced for MRI capability.